Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing was noted when it comes to this right atrial (ra) lead resulting in pace inhibition. Isometrics were also performed. No asystole was noted. The lead was explanted and will not be returned. While the cardiac resynchronization therapy defibrillator (crt-d) remains implanted. No additional adverse patient effects were reported additional information noted that the lead was detained by the hospital to undergo culture testing.